Manufacturer narrative:
Section d9 and h3 were updated. The meter was returned for investigation. The printed circuit board (pcb) was visually inspected and contamination due to fluid residue was observed. The residue is visible in the area on the pcb where communication with the display takes place. The investigation determined the issue was due to contamination of the contacts due to improper handling or maintenance.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter. The device was missing segments in the results field of the device; this could affect the customer¿s ability to interpret the results. Once the display issue was noticed the customer did not test any patients with it. The customer could read the time/date fields at the top of the device screen, but not the results field. The customer states now the full display is legible, but the device is stuck on a full display.